Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s parent reported via phone call that the insulin pump was over delivering. The customer blood glucose level was 102 mg/dl at the time of incident. The customer stated they believed that insulin pump was over delivering because it would ask to bolus multiple times after calculating information to bolus. Customer did not wish to troubleshoot for the issue. Customer states the insulin pump has cosmetic damage. The device will be returned for analysis.